Manufacturer narrative:
510k: this report is for an unknown cement/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that the surgeon was performing a t12 vertebroplasty on (B)(6) 2020, and there was cement leakage into the disc space. The injection of the cement was completed, and final x rays taken. Procedure was completed with no delay. Patient was discharged as normal and without complaint. This report is for an unknown cement. This is report 1 of 1 for (B)(4).